Event description:
Guidant received info that while the pt with this implantable cardioverter defibrillator (ICD) was being evaluated it was noted that the pt's heart rate was around 40 bpm. Therefore, the clinician attempted to interrogate the device; however, the device was unable to communicate with a programmer. Additionally, the ICD was not delivering pacing therapy and tones were unable to be elicited with the application of a magnet.